Event description:
Olympus was informed that during a laparoscopic nissen fundoplication procedure, several error messages were observed and the device stop functioning. The cord was replaced and the unit still did not function. The device was replaced and the intended procedure was completed without issue with a similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this reported was returned to olympus for evaluation. The evaluation could not confirm the user's reported phenomenon of a failed or non functioning device. A probe check was performed on the device and no anomalies were found as both switches were normal. A visual inspection noted that the teflon pad was partially split and torn at the distal end. Additional evaluation found the teflon pad missing and the metal jaw was exposed. The grasping section of the device was found charred. The proximal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage can result from continous activation of the output without tissue between the probe and the grasping section.